Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed noisy signal over sensing that was reproducible with isometrics. The caller indicated that the lead was tested and was able to see the noise, which would clear when the patient was at rest. According to field representative, minute ventilation termination algorithm was not observed in stored events. There were many false atrial tachy response events stored due to the lead noise. The atrial lead impedances were variable. Sometimes within normal limits and sometimes high, out of range. They ended up explanting the lead and it was sent back for analysis. A new ra lead was re-implanted. With closer inspection of the lead, they could see the outer coil appeared to be damaged towards the center of the lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead showed noisy signal over sensing that was reproducible with isometrics. The caller indicated that the lead was tested and was able to see the noise, which would clear when the patient was at rest. According to field representative, minute ventilation termination algorithm was not observed in stored events. There were many false atrial tachy response events stored due to the lead noise. The atrial lead impedances were variable. Sometimes within normal limits and sometimes high, out of range. They ended up explanting the lead and it was sent back for analysis. A new ra lead was re-implanted. With closer inspection of the lead, they could see the outer coil appeared to be damaged towards the center of the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Detailed analysis confirmed that there were two outer conductor coils with a break approximately 235 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib damage. Analysis concluded that the clinical observations of noisy signals, oversensing, pacing impedance high out of range and lead conductor/damaged were likely caused by the confirmed fracture. If information is provided in the future, a supplemental report will be issued.